Manufacturer narrative:
H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code b22 ¿ product history review could not be performed as the serial# is not available. As the device remains implanted and was therefore, not available for engineering evaluation, a definitive root cause could not be determined for the reported issue. In addition, an attempt to obtain additional information was made, however no further information was available. It should be noted that, per the gore® tag® conformable thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, infection (e.g., aneurysm, device or access sites), fistula (e.g., aortoesophogeal), and death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Takanori yaegashi, et al. A case of aorto-esophageal fistula due to ruptured infected aortic aneurism five months after thoracic endovascular aneurysm repair. Heart 53(3), 2021, 293-300. The patient is a male in his 80s. On an unknown date (the 1st day), he collapsed at home and was emergently transported to the reporting hospital. He was transferred to a nearby hospital with a diagnosis of thoracic aortic aneurysm rupture and immediately underwent endovascular treatment using a conformable gore® tag® thoracic endoprosthesis (ctag, tgu454515j). Ctag was placed in zone 2, and coil-embolization for the left subclavian artery and axillo-subclavian bypass were also performed. Cefazolin at 2 g/day was administered for 5 days during a peri-operative period. On the 16th day, the patient developed fever due to urinary tract infection. Tazobactam/piperacillin at 9 g/day was administered for 8 days and the fever resolved. On the 31st day, the patient was transferred to the reporting hospital for rehabilitation and was discharged home on the 91st day. On the 104th day, the patient was admitted to the urological department of reporting hospital for post-renal renal failure due to urinary retention. Crp was increased to 20.0 mg/dl; therefore, tazobactam/piperacillin at 9 g/day was administered for 14 days for urinary tract infection. Drug eruption appeared and the treatment was changed to levofloxacin at 250 mg/day for 7 days. Then crp was decreased to 0.90 mg/dl. He was discharged on 118th day with an indwelling urinary balloon. On the 142nd day, when the patient visited the hospital for urinary balloon replacement, fever and elevated crp (15.37 mg/dl) were observed, and CT showed an approximately 3 cm sized encapsulated fluid retention at the distal end of the ctag, which was suspected to be a graft infection, and the patient was readmitted to the hospital. Blood culture results on hospital admission were negative; however, vancomycin at 1.5 g/day was initiated as an empiric therapy under assumption of mrsa infection. The treatment was changed to daptomycin 360 mg/day on 144th hospital day due to drug eruption. On the 149th day, white blood cell count and crp were increased to 21930 /ul and 27.11 mg/dl, respectively. Thus, daptomycin was determined as ineffective and it was changed to linezolid at 1.5 g/day. However, in the afternoon on the same day, the patient had hematemesis and went into cardiopulmonary arrest and died. Autopsy results showed that pyogenic inflammation spread to the aortic wall in the ctag treatment area (aortic arch), and that the aortic wall had been destroyed or disappeared. Inflammation also spread to the descending aorta, resulting in aortoesophageal fistula. In the discussion, the authors stated as follows: the initial aortic aneurysm rupture in the aortic arch was considered to be a rupture of penetrating atherosclerotic ulcer (pfu) as the aorta was not quite enlarged. Thus, it could have been associated with a local infection. However, the patient was treated with antibiotics in the peri-operative period after the emergency endovascular treatment and remained free of recurrent fever for approximately 3 months following hospital transfer; therefore, the initial local infection was thought to be well controlled. It was considered that the urinary tract infection on the 104th day led to hematogenous infection of the periaortic hematoma, which eventually spread to the descending aorta distal to the stent graft, resulting in an aortoesophageal fistula. An attempt to obtain further information was made, however no additional information was available.